Event description:
When opening this model of bariatric wheel chair from a folded position, and grasping the sides of the seat, the patient's fingers were wedged between the bottom of the seat rail and the underneath seat support area.